Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than an hour. No adverse patient impact was reported.

Manufacturer narrative:
The device was received in the fully deployed position with the pink slide insert visible in the viewing window. The downloaded data shows the device completed 45 first prime pulses and was deactivated at 56 pulses. The device was manually reset into the not deployed position using the lock and load tool, and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. An 0x10 alarm was generated, indicating a reset caused by sawcop expiration. Investigation of the device found no damages or defects that would contribute to the alarm. The root cause of the alarm could not be determined.